Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that they had no stimulation and a return of pain symptoms. These issues started on (B)(6) 2017. The patient tried to use their programmer to check their implantable neurostimulator (ins) but they got a poor communication screen. Syncing was reviewed with the patient. The patient indicated that they were not getting any warning screens to recharge their ins and they weren¿t aware that their ins had a rechargeable battery. They were going to get their recharger and charge their ins. The patient indicated that they understood that they would have to charge their ins going forward or their ins would deplete. The patient was implanted for spinal pain and radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.